Event description:
Patient presented to the physician with pain at the chest incision site, which worsened when raising the arm on the side of the implant. Physician brought the patient into the operating room, explanted the ipg and sensing lead, removed a portion of the stimulation lead, and closed.